Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
This will be filed to report a gripper actuation issue it was reported that during device preparation of a mitraclip procedure, one of the grippers did not drop. Troubleshooting was performed per instruction for use (IFU); however, the issue was unable to be resolved. Therefore, the device was not used and was replaced. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported inability to lower gripper could not be confirmed via returned device analysis. However, a broken gripper lever cap assembly was observed during analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and the returned device analysis, the cause of the reported gripper inability to lower and the observed broken gripper lever cap assembly were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
N/a